Event description:
This lv lead was implanted on (B)(6) 2009. A call to technical services on (B)(6) 2011 states that rep was checking the patient's device and everything is looking good however she doesn't see lv markers. Ddi 30 just asvs. The lv threshold is 1.5 @ 0.4. Turns out that the lv sense configuration was programmed to off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).